Event description:
It was reported that during a helicopter transport, the ventilator rate slowly increased on its own without any patient triggering. No alarms were activated and there was no patient harm reported. The flight team member on the transport stated that they had set the ventilator at a rate of 10 and the rate slowly increased to about 18. The flight crew removed the ventilator and manually ventilated the patient for the remainder of the flight. While off the ventilator, they verified there were no spontaneous respirations. They attempted to place the patient on the ventilator a second time and the same thing occurred.